Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 12mmol/l. The customer stated that he can' read the screen clearly and it is blurring. Customer stated pump may be exposed to severe humidity. The customer was offered cot pump and customer wanted to speak with insulin pump specialist first to discuss his options.